Manufacturer narrative:
Other, other text: h10 ? Device evaluation: one cadd legacy pump was returned for investigation in used condition. The device was powered up and alarmed ec1230 which is a corruption of the ram memory of the circuit board. The customer reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The software was reloaded to correct the product problem.

Manufacturer narrative:
Other, other text: additional information: date of event (B)(6) 2020 was provided.

Event description:
Information was received indicating that cadd legacy 1 pump displayed error 1230 and a cracked door. There were no adverse events reported.